Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4+ myxomatous mitral regurgitation (mmr) and thin leaflets for a mitraclip procedure. The first mitraclip xtw, was positioned in the central position, and deployment was started after a satisfactory grasp. The deployment steps were performed following instructions for use (IFU). At the second established final arm angle (efaa), after removing the lock line, the clip appeared to partially open on fluoroscopy (it opened between 30-40 degrees). The clip was deployed. In order to stabilize the first clip, a second clip (cds0702 ntw batch 31206r1024) was placed. Since the grasping was satisfactory, and the clip was deployed. After the deployment, during the echo control views to decided if it was necessary to implant a third clip medial to the first one, it was noted that the second clip wasn't stable. A single leaflet device attachment (slda) was observed, and the anterior leaflet was detached. On the echocardiogram it appeared that there was the rupture of the aml due to thin leaflets, which led to instability of the clip. Another clip was prepared, but the physician decided to not implant it. The physician was satisfied with the mr reduction to grade 2+, and did not want to risk a potential slda of an additional clip due to the integrity of the leaflets. It was decided to end the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to the reported tissue injury. The tissue injury was due to patient morphology/pathology (thin leaflets). Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no additional intervention/treatment was provided to address the reported issue. There is no indication of a product issue with respect to manufacture, design or labeling.